Event description:
The customer tested his blood glucose using 2 contour meters and received readings of 95 and 18 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined the offer to troubleshoot and ended the call. No product will be returned at this time.